Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported their stimulation quit working, cause was unknown, so they changed batteries in their programmer, but had no response and nothing worked. They stated they were to have device removed in the office on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.